Event description:
It was reported that the patient experienced an allergic reaction. The patient did not have a reaction with the trial, but did with the full implant. She used benadryl and zertec to control the symptoms, and the system was explanted. The physician did not know if there was a true allergic reaction, and no allergy test was performed. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient had a full recovery.

Manufacturer narrative:
Lead model 3777-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2011-(B)(6), lead model 3777-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2011-(B)(6), accessory model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4).